Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated that insert battery alarm was displayed on screen after removing battery. Customer stated that battery cap and compartment were not damaged. Customer inserted new battery and restarted but display did not return. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.